Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The master tool manipulator (mtm) was analyzed, and the reported failure was able to be reproduced during power up. The following parts would be replaced as a fix: axis pot board, axis 6 motor, axis 6 magnet cup, axis 6 pinion gear, and yaw shaft. The complaint regarding error 23008 was confirmed based on the field evaluation and failure analysis, which indicates that the device did contribute to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted right hemicolectomy surgical procedure, the surgeon contacted intuitive surgical, inc. (Isi) technical support engineer (tse) and reported that the system displayed error code 23013. The tse found errors 23008 and 23013 present in the logs. The errors were pointing to a right master tool manipulator (mtmr) issue. The tse guided the surgeon to exercise the mtmr on all axes and to power cycle system, but the error returned even after two trials. The surgeon confirmed that the surgery could not take place with one mtm. The surgeon stated that there was no other surgeon side console (ssc) available. Due to the instruments being impossible to remove normally on the universal surgical manipulator (usm) controlled by the mtmr, the tse guided the surgeon to press the emergency stop and to use the instrument release key (irk) on the installed instruments to remove the instruments under camera monitoring. The procedure was converted to laparoscopic surgery with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Based on the claim against the product by the customer, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse reproduced the issue and replaced the defective right mtm to resolve the issue. After replacement, the system was tested and verified as ready for use. A return material authorization (RMA) was issued to the customer requesting to have the intuitive device returned. However, isi has not received the product involved with the alleged issue to perform failure analysis. As such, the probable root cause cannot yet be determined based on the information provided. A follow-up MDR will be submitted if the product is returned (post failure analysis evaluation) or if additional information is received. The complaint was confirmed by field evaluation, which indicates that the device did contribute to the customer reported issue.